Event description:
It was reported that there is low pressure and bad overlay. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Serial number unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: evaluation, and conclusion codes: updated. No device was returned for investigation, therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No records of previous service was found for the reported serial number. Due to the age of the device, a review of the manufacturing device history record was deemed relevant and was not conducted. The reported issue could not be confirmed and a root cause could not be identified. No action has been taken at this time.